Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Device evaluation could not be performed because the affected device was not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the literature information and referring to known similar events, it was presumed that tension generated with wire removal might have been applied on the subject sion guide wire while its tip was caught by the stent strut. Consequently, the wire tip was separated. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported through a case report that the tip of an asahi sion guide wire had fractured in patient anatomy. Publication: rec interv cardiol. 2023;5(4):325-326 title: unsuspected residual coronary guidewire fragment. Excerpt: this is the case of a 74-year-old woman treated with 2 overlapping stents in the proximal-to-middle segment of the left anterior descending coronary artery due to severe symptomatic disease. A sion guidewire (asahi intecc, japan) was recrossed towards the left circumflex artery to finish with postdilatation of the overlapping zone between the proximal left anterior descending coronary artery and left main coronary artery. While the recrossed guidewire was being removed, the distal loop tangled up with the stent at left circumflex artery ostial level and it couldn't be removed. A low-profile balloon was advanced over the guidewire that was eventually removed. Still, a small radiopaque distal fragment got trapped in the stent of the left main coronary artery (clearstent, siemens healthcare, germany) suspicious of residual material in the coronary sinus not visible through conventional fluoroscopy. The result was assessed on an optical coherence tomography that revealed the presence of guidewire fragments in the left main coronary artery. In-stent postdilatation was repeated with a noncompliant balloon at high pressures. The optical coherence tomography confirmed the crushing of the guidewire fragment on the stent struts, and an extremely thin guidewire fragment entering the guide catheter. The procedure was completed, and the patient was discharged uneventfully. At 6-month follow-up, an echocardiogram showed a linear hyperechoic image in the ascending aorta. A computed tomography scan revealed the presence of residual metal guidewire fragments protruding from the left main coronary artery and moving towards the aorta. A conservative approach was decided since the patient remained asymptomatic and without inducible ischemia. No clinical events have ever been reported at 2-year follow-up (on dual antiplatelet therapy).